Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the customer and therefore cannot be determined. It is unknown if any parts or repair have been conducted to date. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Manufacturer narrative:
E1 reporting institution phone number - (B)(6).

Event description:
Philips received a complaint from a philips authorized service provider (asp) on the v60 ventilator indicating that the electrical board of the spare part is damaged and cannot be started. The device was not in clinical use. There was no report of harm.